Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using the bd ultra-fine¿ 3/10ml insulin syringe, scale marking issues were observed on the syringe. The following information was provided by the initial reporter, translated from japanese to english: the patient who uses bd¿s syringe for the treatment of diabetes states that the scale is misaligned. According to the patient¿s verbatim report, some products have the first unit printed on the root of the hub and the others have it about 1-2 mm away from the root of the hub.

Event description:
It was reported that prior to using the bd ultra-fine¿ 3/10ml insulin syringe, scale marking issues were observed on the syringe. The following information was provided by the initial reporter, translated from japanese to english: the patient who uses bd¿s syringe for the treatment of diabetes states that the scale is misaligned. According to the patient¿s verbatim report, some products have the first unit printed on the root of the hub and the others have it about 1-2 mm away from the root of the hub.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 09aug2022. H.6. Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue. Hence a potential root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.